Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 76 mg/dl and 34 mg/dl. The patient experienced low blood glucose symptoms. The lot number was not provided. Return of the suspect device was requested for evaluation.